Event description:
It was reported that during a stent procedure, stent separation occurred. Reportedly an attempt was made to advance the multi-link through a lesion which had not been predilated. While advancing the multi-link, guiding catheter position was lost resulting in the stent becoming dislodged from the delivery sys. The stent was successfully retrieved with a snare device. Reportedly there was no pt sequelae associated with this event.

Manufacturer narrative:
Evaluation summary: quality assurance preliminary analysis of the device revealed that the unit was returned with the stent separated from the delivery system. The unit was returned on a guide wire. The c-flex on the stent delivery system was even with the end of the tip. The c-flex junction was intact. Quality engineering has concluded that the failure to pre-dilate the lesion caused the guiding catheter to "back out", therefore loosening the stent on its balloon. Retracting the delivery system into the guiding catheter can also facilitate stent separation. The product IFU indicates the necessity for pre-dilatation of a lesion before placement of a stent and contraindicates retracting the delivery system into the guiding catheter. An in-service will be conducted regarding pre-dilatation strategies and delivery system removal techniques. As part of the co's quality process, all stent delivery systems are inspected on-line to ensure that each stent is securely mounted to its balloon. The device mfg records for this product lot were reviewed and no non-conformities were found. No corrective action will be implemented. This MDR is considered closed by the quality assurance department.